Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of initial report, and will be provided upon completion.

Event description:
User reported false negative result on social media. Symptomatic. Positive result at doctor's. On unspecified test following an unspecified interval.

Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Section b2 on outcomes of adverse events was inadvertently checked in initial report investigation codes have been corrected to match false negative investigation outcomes

Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of initial report, and will be provided upon completion.

Event description:
User reported false negative result on social media.. Symptomatic. Positive result at doctor's.on unspecified test following an unspecified interval.